Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that within the past few weeks their therapy didn't seem to be working for them. Patient said no matter what program or what number they set it on they were still peeing into their pants. During call therapy was discovered to be off, pt said they didn't know why therapy was off and claimed they had seen therapy on earlier today. Patient turned therapy back on and was on program 3 at 2.0v and didn't feel stimulation. Pt said they didn't know they could go above 2.0v and increased stimulation to a comfortable level. Patient will maintain stimulation and monitor symptoms.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.